Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was displayed as "high,", a specific value was not provided. The customer addressed the high blood glucose with a manual dose injection. The customer successfully resumed insulin therapy. However, due to a continuance of occlusions a replacement pump was sent to resolve the issue.